Manufacturer narrative:
Additional information received on march 16, 2022 indicated that the patient underwent bilateral replacements as follow: l/ cat#: 350-3751bc, sn#: (B)(6), r/ cat#: 350-3751bc, sn#: (B)(6) on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device photo evaluation completed on june 07 , 2022: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold, and the nipple points downward. Augmentation alone, without consideration of the ptosis, can produce a less than desirable cosmetic result known as a "rock in a sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent an unspecified breast surgery with a mentor memorygel, 425cc breast implant experienced spontaneous left sided silent rupture post procedure. The issue was confirmed through mammogram, and ultrasound examination. As a result, patient scheduled for an explant on (B)(6) 2021.

Manufacturer narrative:
Additional information received on (B)(6). 2022, indicated that based on operative report patient experienced bilateral rupture, and bilateral ptosis. Patient also had bilateral vertical mastopexy procedure performed. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).